Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that he insulin pump had unexpected restart. Customer¿s blood glucose value at time of incident was 311 mg/dl and current blood glucose value was 90 mg/dl. Customer treated with manual injection. Customer also mentioned about post-reset ram crc alarm but did not occur after battery change. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error noted during testing.